Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: g2 - health professional and user facility are not applicable to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the white foreign material in the air/water channel could not be determined since there were no deviations from the instruction manual in the reprocessing steps at the material residue point, and there was no physical damage at the place where the foreign material remained. The foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited that there is a white foreign material remaining in the air/water (a/w) insuflation channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.